Event description:
Boston scientific crm received information from a local field representative (fr) that this cardiac resynchronization therapy-defibrillator (crt-d) possibly undersensed ventricular fibrillation (vf). The fr sent in the electrograms (egm) for a technical services (ts) consultant to analyze. The ts consultant reviewed the egm's and believed that the device was operating as programmed. The ventricular tachycardia (vt) zone was programmed to 180 beats per minute and the episode in question had intervals that fell out of the vt zone. The event eventually ended but then started up again in the vf zone where anti-tachycardia pacing (atp)was delivered followed by the charge. No adverse patient effects were reported. A request for additional information has been made.

Manufacturer narrative:
As of today, no additinal information is available. Should additional information become available, this report will be updated.